Event description:
On behalf of the user facility in (B)(6) the distributor in (B)(4) reported "fio2 low (only 21 percent while set value was 100 percent)" and there is no further information on pt involvement other than the device was quickly removed from the pt.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) reported that the user facility's biomed ran the device through the extended system test (est) and the device was ok. The extended system test (est) includes calibration of the o2 sensor. Based on the investigation provided by the distributor in (B)(4) it appears that there was no problem found with the unit.